Manufacturer narrative:
(B)(4). Batch # unk . Additional information was requested and the following was obtained: "there was no change in procedure (e.g., additional port holes, additional incisions, etc.) When retrieving the malformed clip. The patient is stable." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic colectomy, deformed clip fell off when feeding the clip into the jaw at 3rd firing. The deformed clip was retrieved. The clip was fed into the jaw outside the patient, but the same issue occurred. Another device was used to complete the case. There were no adverse consequences to the patient.